Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to send a transmission. All lights on the home monitor lit up and the home button was red. It was impossible to reset the device despite numerous attempts. The device was returned for expertise.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to send a transmission. All lights on the home monitor lit up and the home button was red. It was impossible to reset the device despite numerous attempts. The device was returned for expertise.